Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated repeated alert 38 indicating consecutive stalled motor events, and the user attempted multiple restarts without resolution before a replacement pump was provided. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.